Event description:
Disinfection system claims to disinfect the waterlines which are medical devices, by flushing with disinfectant. There is no disinfectant that is cleared by the FDA for this purpose. There is no evidence that the system can disinfect the waterline as claimed and affect water contamination. (*)